Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable as the patient did not charge or use the device for about 3 months. The ipg is unable to establish communication with multiple external devices. Surgical intervention will be taken at a later date to address the issue. Date of event is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the scs ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Corrections/removal reporting numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.